Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician implanted an expired paramount mini stent into a patient's renal artery. Date of implant (B)(6) 2018. Product scrap was done in (B)(6) 2017. It appears the device was reportedly scrapped at this date but remained at the hospital and was implanted in a patient. No adverse event was reported.